Event description:
The user reported that during a coronary angiogram via radial access the wire split in two with one piece remaining in the pt's arm. The user facility reported the wire may have gotten stuck due to subintimal passage and possibly severe radial vasospasm. Attempt to withdraw the wire after administration of vasodilators were unsuccessful and that is when the wire was reported to have broke. The wire was palpable under the access site and visible under fluoroscopy. The wire was removed surgically without complication. The device was disposed of by the user. No other report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not indicate if this was the initial use of the device. A device history record and complaint database review could not be performed as the lot number was not known. The complaint is not confirmed as no device was returned. The user facility (B)(6) reported that the physician was a (B)(6) and the wire was lost up the pt's arm, but was not believed to have broken. Merit is unable to determine an exact root cause for the reported failure without the actual device. Merit considers this an isolated event.